Manufacturer narrative:
The explanted lead segment without tip shows damages to insulation and conductor, which may have been caused by the explant procedure. No mfg damages have been noted. No indication why the lead could be at fault.

Event description:
Pt has a pacemaker giving end of life indication and very variable pacing thresholds. Pt is pacemaker dependent. Pt underwent pacemaker and lead replacement.